Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: testing confirmed no response to button presses on the keypad.observed the cover is torn at the top of down button and between the up and down buttons. Removed keypad cover to examine the button contacts..observed the 'contrast' button contact is inverted and stuck in the 'on' position. After the 'contrast' contact was released, the keypad became functional. No contamination found on any of the button contacts.